Event description:
The user reported that the therapy test failed. It was reported that the patient involvement was unknown, but the report of failed testing supports that there was no patient involvement.